Event description:
The customer reported that three patient samples with a known anti-d showed false negative reactions with cell #1 of biotestcell-i11. The customer has not returned the patient samples that had caused false negative results. The customer did return the supposedly defective product, but it arrived on our premises after its expiry date. When it became clear that the product sample would not arrive early enough for testing, our quality control laboratory tested the retained biotestcell-i11 sample with positive and negative control and an anti-d from an interlaboratory comparison. All positive and negative reactions were correct. We did not observe any false negative reaction. The retained biotest-i11 sample was also tested with a diluted anti-d. During this testing, cell #1 of biotestcell-i11 reacted negatively, whereas the other d-positive reagent red blood cells of biotestcell-i11 correctly reacted positively. But there are no requirements for the strength of the d antigen of reagent red blood cells for identification. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell-i11 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.